Event description:
It was reported that the pt had an ulcer at the pocket site and underwent surgery to replace and reposition the ins. During surgery the original lead was re-routed to the new ins. After connection all unipolar pairs had impedances greater than 4,000 ohms. The lead was re-connected to the ins several times and impedances were still out of range. It was suspected that there was a problem with the lead. The sys was connected as was and the pt was rescheduled to have the lead replaced at a later date. The pt outcome is unk. Further info is being requested from the hcp.